Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Global receiver functional test was performed and the receiver was unable to communicate with the global communication tool and the receiver logs were unable to be downloaded. A picture was taken of the "call tech support error err68" error message that was observed on the screen. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.